Event description:
A pt reported blood glucose results of 572 mg/dl, 112 mg/dl and 112 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt was walked through 2 blood tests and the results were 104 mg/dl and 100 mg/dl. A control solution and check strip tests were performed and the results fell within specifications.